Manufacturer narrative:
The hvad is used for treatment not diagnosis. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual contains neurologic dysfunction as a potential event that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of neurologic dysfunction. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of neurologic dysfunction. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of stroke.

Event description:
It was reported by the site that on (B)(6) at 9am the patient awoke and took his medicines and felt well without neurologic deficits. He went back to sleep and awoke with acute vision changes "seeing shadows." He had no focal or other deficits. His wife states over the past week he has noticed diminished left-sided fine motor skills over the past week as well as worsening reading comprehension where he had to sound out words and often forgets sentences he has just read. On (B)(6) the patient spiked a fever to 102.1 degrees fahrenheit. Patient's medication regimen for stroke prevention was not changed on this admission. The patient was discharged home on (B)(6) 2015. No additional information was available.